Manufacturer narrative:
Conclusions: investigation results confirm that loss of hermeticity at the housing braze joint likely led to device electronics failure. The investigation results appear to match the problems mentioned in the patient report. However, the exact location of the leak could not be determined, as the housing was damaged during device investigation. The active electrode has been received incomplete; therefore, no damage to the electrode lead could be observed or confirmed. This is a final report.

Event description:
The patient was not responding to sounds anymore with the device. There is no report of accident or trauma. No further information has been received. Patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient is not responding to sounds.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary.

Event description:
Patient is not responding to sounds. No further information has been received.